Event description:
Procedure: radiofrequency ablation. Reportedly, after using the device, a second degree burn was noticed, where the pad was attached. Hospitalization of the pt was prolonged, while the pt remained under observation. There has been no additional report of pt injury.